Event description:
It was reported that the procedure was to treat the internal/common carotid bifurcation. The vessel was moderately tortuous. The accunet was deployed and the acculink stent was advanced, but during deployment, due to the tight lesion, the stent jumped a little bit distal to the lesion. A second stent was advanced and deployed successfully in the target lesion. At this time the sheath prolapsed out of the common carotid artery into the aorta, dragging the accunet back and lodging the filter on the distal stent. When the sheath prolapsed, the accunet wire was in a 90 degree bend and when the recovery catheter was advanced, the filter detached with approx 1-2 cm of wire still attached, and remained stuck on the stent. An attempt was made to snare the filter, but once it was snared, the decision was made not to pull on it, because the filter was embedded in the stent. The pt went to surgery and both acculink stents and the accunet were removed together from the pt and an endarterectomy was performed. The pt is stable and doing well with no hemodynamic issues.